Event description:
It was reported that the patient is having discomfort, pain, and dissatisfaction with an inflatable penile prosthesis. The discomfort is coming from wearing undergarments, and sitting due to the pain, and the patient is dissatisfied from the size of their scrotum and penis.